Event description:
Additional information: it was unknown to the healthcare provider of why the patient continued to experience rigidity following the pump and catheter replacement procedure. The patient was further noted to have had a persistent increase of spasticity; and baclofen dosing was increased to 450 mcg/day. A catheter dye study was performed on (B)(6) 2012, and results were noted as "normal filling". In regards to the patient's outcome, non-serious injury/illness was indicated.

Event description:
It was initially reported that a dye study was unable to be performed, due to difficulty aspirating fluid through the catheter access port of the patient's pump. It was later reported that the patient was admitted to an intensive care unit on (B)(6) 2012 due to showing signs of withdrawal of lioresal. Lioresal 2000mcg/ml was infused at a daily dose of 349.7mcg. The patient was showing signs of rigidity. The dye study was attempted on (B)(6) 2012. It was clarified that the physician could not remove any drug or fluid during the dye study; therefore, they did not proceed with the dye injection. The physician had immediately scheduled a device replacement surgery to occur the following morning. The patient's pump and catheter were replaced. Following the pump and catheter replacement, the patient continued to show signs of rigidity.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6).